Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high blood pressure tests passed. The cannula of the infusion set was found to be bent when it was removed from the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.